Manufacturer narrative:
(B)(4). The customer reported that the catheter had high impedance readings 200-300 ohms. After the customer performed the 20th ablation, a steam pop occurred and the patient experienced a tamponade. The catheter was visually evaluated and it was found in normal conditions. The device was tested and it passed electrical, leakage and resistance performance, temperature, generator and patency / irrigation tests. The exact cause of the tamponade reported by the customer could not be determined. IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
The customer reported that the catheter had high impedance readings 200-300 ohms. A new catheter was used and it also displayed high impedance readings. After the first ablation, the impedance value was showing readings between 120 and 140 ohms. After the customer performed the 20th ablation, a steam pop occurred and the patient experienced a tamponade. A pericardiocentesis was performed and the patient was stabilized and was sent to the operating room for surgery.

Manufacturer narrative:
Attempts to obtain additional information from the customer were performed without success. Investigation is still in process. A supplemental 3500a will be submitted to the FDA as required if any additional information is provided by the customer. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4). Stockert 70 system us catalog #: s7001 serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #: (B)(4).